Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The device was filled with 55 ml of trabectedin and 65 ml of sodium chloride. The reporter stated that when the patient disconnected, there was still solution remaining in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.